Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, no clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Based on the information provided, a revision surgery was planned as treatment for the reported adverse events. However, it is unknown if the planned revision has been performed. Therefore, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any relevant medical documents be provided, this case would be re-assessed device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions, product prints and sterilization records review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. A factor that could contribute to the reported event include traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2017, the patient experienced pain by a fall. This adverse event is planned to be treated by a revision surgery on (B)(6) 2023, in which the tibial base plate is going to be exchanged. Patient's current health status is unknown.